Event description:
It was reported that this external pulse generator (epg) had poor contact with the battery compartment. The epg was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the unit was mechanically intact. The device passed functional testing. The battery contacts were inspected but no anomalies were found. (B)(4).